Event description:
It was reported that when the patient presented through merlin.net transmission after receiving an alert, premature battery depletion was observed. Device was explanted and replaced. Patient¿s condition was stable.

Manufacturer narrative:
Correction: patient¿s age should have been (B)(6) rather than (B)(6). Should be serious injury rather than malfunction.

Event description:
New information received notes that the patient is pacer dependent.